Event description:
It was reported that in 2008, a zeta stent was implanted in the proximal left circumflex artery. On (B)(6) 2011, the patient underwent percutaneous coronary intervention for 80-85% in-stent restenosis of a 3.5x28 zeta stent and a de novo lesion distal to the stented segment. The patient was treated with two overlapping promus stents, a 3.5x28 promus stent inside the zeta stent and a 3.5x15 promus stent to cover the distal de novo lesion. Within 24-36 hours, the patient developed a cutaneous itchy rash on the trunk, arms and legs. The patient received a number of unspecified medications during the procedure but was discharged with only the usual medications. The patient has received contrast media several times in the past without any allergic reaction and has no documented prior reaction to additional medications while hospitalized. The patient was treated with benadryl and is asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two promus stents are being filed under separate medwatch MFR numbers. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the rx/otw zeta instructions for use, is a known adverse event associated with coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, however, here is no indication of a product quality deficiency with respect to manufacture, design or labeling.